Event description:
It was reported that there were 3 usable electrodes and 1 electrode with increased impedance. It was unknown if there were any patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3898, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient did not have a fall or trauma that caused the high impedance; it was noticed during the consultation that the impedances was greater than 10 ,000 ohms. There was no change in programming and the patient had good coverage of the paresthesia. The response to questions about the patient's status and whether they were receiving effective therapy was "good but slow evolution."